Manufacturer narrative:
The device was serviced at the customer site. Flow rates were all normal throughout testing and also matched those taken from external sensors. Device tested normally throughout servicing. Review of logs demonstrated that the average arterial flow rate offsets during recent cases were all within tolerances. Device passed all applicable testing. The perfusion data for the case was reviewed. Perfusion demonstrated normal and stable flows at the start of liver on board. Several hours into perfusion, flows and pressures begin to fluctuate with inferior vena cava collapses are noted. Adjusting for flow reversals, average arterial flow is noted to be high during this period. In conjunction, the portal pinch valve was noted to be periodically closed which only occurs when air is detected due to a low reservoir. This subsequently triggered the low reservoir mode noted by the customer. The low reservoir, in combination with the ascites pump consistently running indicates a leak in the system allowing perfusate to collect in the liver bowl.

Event description:
It was reported that 8 hours into perfusion, a cycle of empty/filled reservoir began, noted with inferior vena cava collapses. Arterial pressures and flows dropped. Troubleshooting was performed, including cannula repositioning. The liver was removed from the pump, flushed and later transplanted.